Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that the patient was revised due to osteolysis of the femur and tibia. The surgeon also noted that synovitis was present.